Event description:
The technician reported the piezo alarm on the scale board not alarming for the bed exit alarm. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the scale power control board was causing the issue. The technician replaced the scale power control board assembly with external buzzer to resolve the issue. Based on this information, no further action is required.